Manufacturer narrative:
Film evaluation summary: the reported endoleaks and fractured stent graft struts on the bifurcate and distal left limb could be confirmed from the films provided; however, the exact cause of the events could not be confirmed. Pre-implant or procedural CT¿s were not available for review and no follow up CT¿s from the 16 years of device implantation in the patient were provided for assessment of in vivo stent graft configuration. Only limited a-p views of the angiogram were provided; thereby making determination of the endoleak difficult. Analysis of the returned films did not reveal any anatomical characteristics that could explain the observed event but it is likely that disease progression with aneurysm remodelling may have occurred over the 16 year period, leading to proximal or distal loss of seal which also may have contributed to the strut fractures and associated suture breaks. It is possible that the fractures may have also contributed to the endoleaks. The reason for implantation of an aneurx cuff 7 years post index was not provided but it is likely this may have been related to a proximal endoleak and/or migration identified at the time. It is unknown if the presence of calcification may have been a factor in causing fabric abrasion in the area of the stent graft fracture. Other relevant device(s) are: product ID: yrirx16115, serial/lot #: (B)(4), UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx bifurcate and limb were implanted in the endovascular treatment of a unknown size abdominal aortic aneurysm. A aneurx extender cuff was also implanted approximately eleven years post the index procedure. It was reported that the patient returned for follow-up on an unknown date. A non-contrast CT was performed and showed an enlarging aaa sac with suspicion of a type ia and possible type ib (left) endoleak. Intervention was then performed approximately sixteen years after the index procedure. After gaining access the initial contrast CT run showed a leak at the right lateral aspect of the bifurcated graft at the level of the flow divider and small contrast at the distal aspect of the left limb. Closer evaluation of the graft showed a stent fracture at both locations. A type iiib stent graft defect was confirmed. As the patient has a left renal stent it was reported that the physician wanted an infra-renal cuff implanted to limit interfering with the renal stent. A 32mm non mdt cuff was implanted distal to the left (lowest) renal and extending into the aneurx cuff and bifurcate body. A non mdt 20mm flared limb was placed in the left limb landing proximal to the ostia of the left internal iliac. A 16mm non mdt limb was placed in each limb extending 2+cm into the body of the bifurcate (kissing stent technique) raising the bifurcation to seal the graft defect in the main body device. The final run CT showed lack of wall apposition of the non-mdt (gore) cuff on the right side of the aorta proximal to the aneurx graft but seal was achieved across both type iii endoleak locations. No type 1a or ib was detected on final angiogram . No endoanchors were implanted in this intervention procedure. As per the physician the cause of the event is a device defect. No additional clinical sequelae were provided and the patient is fine.